Event description:
Related manufacturer report number 2017865-2023-00525. It was reported that during the initial implant procedure, pericardial tamponade was observed via ultrasound. The physician suspected the pericardial tamponade occurred due to excessive force used while positioning the left ventricular (lv) lead and guidewire. The condition of the patient showed improvement and the procedure continued. The lv lead was successfully implanted and no additional intervention was required. The patient was in stable condition.